Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code and a charge time indicating end-of-life (eol). It was reported that the patient had undergone open-heart surgery and the device was left on. The patient received ten shocks during the surgery and a magnet was used to inhibit.